Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 3 months after implantation due to failure to osseointegrate. The doctor indicated that poor dental hygiene and local infection at the site of the surgery cause implant removal. The patient has no significant medical history and has been recovered without further complications.